Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
A patient with an inflatable penile prosthesis (ipp) reported asymmetry in the device. A revision surgery was performed in which the physician explanted the device. There were no patient complications.